Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor failed incoming testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a damaged monitor case.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was bent pins on the defibrillation board causing a poor connection to the c/a board. The root cause of the damaged case and bent pins was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a damaged monitor case.